Event description:
Based on additional information received on (B)(6) 2017, the case was upgraded to serious as the important medical event of device malfunction was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency the patient had increased pain and increased swelling. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patients initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020). On an unknown date in (B)(6) 2017 the patient experienced increased swelling and pain. Corrective treatment: not reported for increased pain and increased swelling. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(6) number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on (B)(6) 2017. The case was upgraded to serious. Additional event of device malfunction was added along with details. (B)(6) number and results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had increased pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.